Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer observed a falsely elevated ca19-9 result while using the architect ca19-9xr assay. The customer provided the following data (u/ml): initial: 39.9, retest 58.64. No adverse impact to patient management was reported.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, data analysis, in-house testing, a search for similar complaints, and a review of labeling. Patient mean data was reviewed and concluded that the reagent lot in question read the patient results within the allowable bias for the assay. An accuracy testing protocol was executed using lot 21121m500. Testing met the acceptance criteria and determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect ca19-9xr reagent list number 02k91, lot number 21121m500, was identified.